Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The first 24 hours after lvad implant. Warning signs include increasing right atrial pressure (rap) with concurrent decreases in the pulmonary capillary wedge pressure (pcwp) and lvad flow. Systemic hypotension, tachycardia and a decrease in urine output soon follow. Volume should be given to increase the rap to 15-18mmhg. This can be accomplished quickly and easily in the operating room while the patient is on cardiopulmonary bypass. Increasing the rap to >20mmhg is usually ineffective. After optimizing intravascular volume, increasing inotropic drug support in conjunction with pulmonary vasodilators such as nitric oxide is usually effective. If volume and pharmacological therapy fail, a right ventricular assist device (rvad) should be considered. Late right heart failure (weeks to months) post lvad implant is unusual but would manifest itself with similar but less acute symptoms. The etiology of late right heart failure may be a progression of chronic heart disease such as coronary artery disease and/or right ventricular infarction. The cause of the right heart dysfunction should be identified and treated appropriately. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the hospital with shortness of breath and pulmonary edema. The patient was subsequently diagnosed with right heart failure. The patient required temp rv/ECMO support and reintubation. Patient is remains intubated on temp right side support. The site does not believe the event is device related.